Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was returned for an unknown reason. The lead is being reported due to cpi's analysis results.